Event description:
It was reported that the pacer dependent patient was feeling dizzy. The ventricular lead exhibited high thresholds and noise. The lead was capped and replaced. The patients condition was great after the event and no more dizziness.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.